Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown titanium mesh plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: foster, ka. Et al (2016), calcium phosphate cement cranioplasty decreases the rate of cerebrospinal fluid leak and wound infection compared with titanium mesh cranioplasty: retrospective study of 672 patients, world neurosurgery, vol. 95, pages 414-418; (united states of america). This retrospective study aims to determine whether there is a difference in complication rates between those who received a retromastoid craniectomy with titanium mesh (rmc-t) compared with those undergoing retromastoid craniectomy with calcium phosphate cement (rmc-c). Between july 2009 and july 2014, 672 consecutive patients who underwent retromastoid craniectomy for microvascular decompression or tumor resection. Of these patients, 336 patients (106 male and 230 female) with a mean age of 53.7 years were treated with unknown synthes titanium mesh (rmc-t) while 336 patients (117 male and 219 female) with a mean age of 56.9 years were treated with unknown synthes calcium phosphate cement (rmc-c). Mean follow-up was 26.6 months and 16.5 months for rmc-c and rmc-t groups. The following complications for rmc-t group were reported as follow: the 18 patients had wound infection. This was managed through surgical wound washout and intravenous antibiotics or antibiotics alone for superficial wound infection. The 15 had external cerebrospinal fluid leaks and 5 pseudomeningoceles. This was managed through oversewing the wound in clinic or with reoperation ± temporary lumbar drainage. The following complications for rmc-c group were reported as follow: thr 2 patients had wound infection: 1 patient required surgical debridement and antibiotics and the other patient presented 12 months after surgery with an infected but non-draining fistulous tract; this area was excised and tissue reapproximated in the office and the patient was discharged home on oral antibiotics. One patient had sterile wound dehiscence which was an edematous, swollen wound 1 month postoperatively that, with concern for infection, was explored surgically with sterile wound culture (without initiation of antibiotics). One complication was related to excessive use of cement bothersome to the patient that required reoperation to shave and reshape the cement. This report is for an unknown synthes titanium mesh plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Literature article attached device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: (B)(4) literature article.pdf.